Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a door problem was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main door hinge. A service history review found that the device has not been previously sent into service for the reported condition. However, the door was replaced during previous service.

Event description:
The facility representative contacted baxter to report a flogard pump in which there was a problem with the door. This condition has the potential to cause an interruption of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.